Event description:
It was reported that a user experienced hyperglycemia followed by hypoglycemia and subsequent hyperglycemia while using the ilet. The sequence was attributed to a delayed meal announcement leading to a high glucose level, a subsequent low, and then an overcorrection with oral carbohydrates causing a rebound high. Symptoms included hyperglycemia, hypoglycemia, headache, and nausea. Outcomes included no injury, no hospitalization, and resolution with continued monitoring while allowing the algorithm to adjust dosing. Investigation included a review of device data and user interaction history. Investigation of this case revealed that the device functioned as designed and that user actions, including delayed meal announcement and overtreatment of hypoglycemia with multiple carbohydrate sources, contributed to the glycemic excursions. It was concluded that the event was due to use error related to timing of meal announcement and overtreatment of hypoglycemia rather than a device malfunction.